Event description:
It was reported while using bd vacutainer® push button blood collection set, the needle of one device detached and became lodged in the rubber stopper of a tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-mar-2026. Investigation summary: bd received one sample and 4 photos for investigation. The customer-provided photos depict a device with the np cannula stuck in the stopper of a tube and separated from the rest of the device. Additionally, the 1 customer sample was subjected to a visual inspection for sleeve function as it was received used. The sample failed testing as there was blood leakage observed, and the np cannula was separated from the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the needle of one device detached and became lodged in the rubber stopper of a tube. No adverse impact was reported regarding the patient or user.